Manufacturer narrative:
It was reported on voluntary medwatch report # mw5075760: on po day 6, the patient experienced a rash along the edges of the dressing with severe itching. On po day 8, the patient experience serious drainage, increasing rash and the patients ears and forehead became red and itchy. The patient then started taking benadryl . On po day 9, the patient stopped taking any medication except tylenol. On po day 11, the rash covered the patients knee, and spread slightly to the mid-thigh and the patients face was completely red and rashened. The patients ear canals became tight with swelling and itching of the nose and roof of mouth. The patient then stopped taking all meds. The patient applied generous quantities of triamcinolone to her face, ears, neck and chest. On po day 12, the patient saw her medical provider who recommended stronger triamcinolone cream and recommended a stat derm appointment. On po day 13, the patient saw her orthopedic surgeon, who removed the dressing, noting serious blisters and redness and swelling all along the incision line. The surgeon opines that the patient reaction was related to the topical skin adhesive and that prophylactic antibiotics be used. Bactroban ointment was used as a barrier and the patient continued taking benadryl. On po day 14, the patients rash remained present at the surgical site, and on her face and neck and up to the mid-thigh, also the wound was drier with less erythematous color, but the itching remained intense. The patient has no known allergies and no unusual reaction to tape or other medical adhesives. The patient has had prior exposure to topical skin adhesives. The patients knee is reported to be functioning normally. The topical skin adhesive was removed and the reaction lessened. - [voluntary event report mw5075760.pdf]

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide photos of the reaction. Were any patch or sensitivity tests performed? Do you have the lot number of product involved. What is your physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a total knee replacement surgery on (B)(6) 2018 and topical skin adhesive was used. Approximately 4 or 5 days after the surgery the patient developed a systemic rash that began around the incision and up the thigh. The incision line had weeping blisters. The patients face had acute dermatic rash, swollen nose, ears were rashy and nearly swollen shut. The patient at five weeks continues to have a rash on abdomen, thigh and forearms. The patients face and ears had severe peeling. The patient has had multiple physician office visits including dermatologist and primary care. The rash was determined to be due to the topical skin adhesive. The patient was treated with steroids (oral and topical), antihistamines and prophylactic antibiotics. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: how was the patient treated: patient was treated with medrol dose pack and benedryl update to current condition: the patient reports that she has currently some eczema on right side of knee. What is your physicians opinion of the contributing factors to the reaction? Dermabond patient pre-existing medical conditions (ie. Allergies, history of reactions) - none was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? No , however the patient is an ER nurse has had some exposure to dermabond